Event description:
IV tubing was placed in an infusion pump for use during an mr (magnetic resonance) procedure. The nurse observed blood backing up in the tubing, and the sealed area on the tubing set was apart.